Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported two false positive results with the binaxnow covid-19 antigen self test for one patients performed on (B)(6) 2022. This MFR. Report addresses patient 1 of 2. The customer reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. The customer states they performed 3 binaxnow covid-19 antigen self test performed on the same day. The 1st test was invalid. The second test provided positive results and the 3rd test provided positive results. Confirmation testing with an unspecified test type was performed generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported two false positive results with the binaxnow covid-19 antigen self test for one patients performed on (B)(6) 2022. This MFR. Report addresses patient 1 of 2. The customer reported a false positive result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. The customer states they performed 3 binaxnow covid-19 antigen self test performed on the same day. The 1st test was invalid. The second test provided positive results and the 3rd test provided positive results. Confirmation testing with an unspecified test type was performed generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.